Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, and brown/yellow particles. A leak test was performed, and no leakage was found. A microscopic analysis was performed which identified no openings observed in the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process and no openings were observed in the device.

Event description:
Patient reported a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
The device has been explanted.